Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-18. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five sealed devices with all components present an intact. Visual observation of the returned devices revealed no abnormalities or damage. The catheter tubings were inspected and found to be without damage and intact with the adapter. The extension tubings were also found to be intact and attached at each end. The vent plugs were inspected and found to be attached properly at the end of the luers. The units were then tested for leakage and no leakage or connection issues were observed. Since the returned units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken catheter connector, and an inability for the catheter connector to connect to the mating component. The following information was provided by the initial reporter: pediatric patient needed IV and bloodwork to be transferred to sick kids hospital. IV placed, IV catheter insertion to the plastic device faulty- hole in connection. Blood work collected, however IV had to be removed due to faulty catheter connection site.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken catheter connector, and an inability for the catheter connector to connect to the mating component. The following information was provided by the initial reporter: pediatric patient needed IV and bloodwork to be transferred to (B)(6) hospital. IV placed, IV catheter insertion to the plastic device faulty- hole in connection. Blood work collected, however IV had to be removed due to faulty catheter connection site.